Event description:
An international customer ((B)(6)) report that on (B)(6) 2014 a (B)(6) patient returned to physician complaining of pain. X-rays taken during the visit revealed a 500mm zodiac rod had fractured at the l3 vertebral body. It was also noticed that a polyaxial screw located at the bottom of the 4-level construct (l5) had fractured and broke midway of the threaded shaft. No revision surgery is planned at this time. The zodiac spinal fixation system was originally implanted on (B)(6) 2013. The 4-level construct runs from the l1 to the l5 vertebral bodies.

Manufacturer narrative:
An evaluation of the suspect device cannot be performed. The zodiac construct remains anchored within the patients l1-l5 vertebral bodies. No revision/removal is planned at this time. Multiple polyaxial screws were utilized in the case. The identification of the suspect device is unknown. 62055-40; ti standard polyaxial screw assy, 5.5mm x 40mm, · lot# 655025, mfg. 8/28/2014; · lot# 654881, mfg. 3/22/2013; · lot# 618852, mfg. 7/31/2008. A review of the device history records for all 3 lots of screws as well as the rod revealed no anomalies. The implants were found to be manufactured and released in accordance with design specifications. The zodiac spinal fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v) or stainless steel (ss 316l). Implant rods are also available in commercially pure titanium (ti grade 4), titanium alloy (ti 6al 4v eli), stainless steel and cobalt chrome (co-28cr-6mo). All hooks are made from stainless steel (ss 316l) and titanium alloy (ti 6al 4v eli). The zodiac system is intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion. Upon the receipt of additional information or revision surgery a follow-up submission will be provided.